Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump was received with operating currents within specification. The insulin pump passed unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with no vibrator alert due to broken black wire on vibrator motor. The insulin pump was received missing end cap sticker, broken belt clip slot and minor scratches on lcd window and corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped vibrating. The customer's blood glucose was 244 mg/dl at the time of incident. The customer performed self-test and the customer stated that the act button was not responding during vibrate test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.